Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting and was in the process of receiving a new device.